Manufacturer narrative:
A medtronic representative reported that the suspected cause of the reported issue was either the patient's positioning or the emitter.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, two straight suctions were difficult to verify and would have a 2mm error metric upon verification. It was reported that other instruments could verify without issue.